Manufacturer narrative:
Updated fields: h3, h6, h10. Corrected field: d9 (device was returned prior to initial submittal). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No pink image was evident and there was no white balance malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported events were not reproduced. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following non-reportable malfunction was found during the device evaluation: a cut in the video cable protector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye telescope was producing a pink image and was unable to white balance. According to the initial reporter, it could not be confirmed whether this occurred just before or during the procedure. However, the customer did confirm that this event did not result in any patient harm.